Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. As a result, the cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during dwell 4 of 8. The baxter technical service representative (tsr) assisted the home patient (hp) to cycle the power to the hc to end therapy. The tsr advised the hp to contact their pd nurse (pdn) and let the pdn know about the possible exposure to unsterile air. The hp was ending therapy for the night and will call the pdn in the morning. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.